Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2010. The cca was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. The reporter claimed the patient felt he had low blood glucose symptoms of dizzy and had a "mini stroke." On (B)(6) 2011, the patient was taken to the emergency room (ER). The patient obtained a blood glucose result of "287 mg/dl" with the ER meter and "324 mg/dl" with a laboratory device. The reporter stated a health care professional (hcp) administered the patient insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The reporter stated the batteries were recently replaced several times. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.